Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-03792. It was reported the patient had lost stimulation. Reprogramming was unable to address the issue. An impedance check was performed and revealed high impedance. As a result, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg with a different model. Stimulation was restored post-op.